Event description:
Customer reported regurgitating and not feel well. Customer received a blood glucose result of 118 mg/dl on their meter, and then reported receiving a high reading on an unk brand of meter. Customer reported going to the emergency room, where an insulin drip and intravenous treatment was administered in order to lower and stabilized blood glucose.